Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure the balloon ruptured at an unspecified pressure during the second inflation. A second fox plus balloon catheter 6.0x20 was used to complete pre-dilatation and a non-abbott balloon catheter was used for post-dilatation. The lesion was in the left common iliac artery, 10 mm in length, eccentric, de novo lesion, moderately calcified, moderately tortuous and 100% stenosed. There were no reported adverse patient sequelae. No additional information was available.